Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels was 600 mg/dl since (B)(6) 2016. A correction bolus via pump and manual injections would be used to address the high bg. The customer has reverted to manual injections. Tandem customer technical support recommended to consult with health care provider regarding diabetes management.